Event description:
It was reported that during procedure torque was applied to the subject guidewire and when advanced within the microcatheter, it got fractured within the shaft. The subject guidewire was removed with the entire microcatheter and replaced with a new one. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 gtin - added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that torque was applied to the subject guidewire and when advanced within the microcatheter, it got fractured within the shaft. The guidewire was removed withe the entire microcatheter and replaced with a new one. The procedure was successfully completed using the same microcatheter. Additional information provided by the customer indicated that the guidewire was shaped 45 degrees, continuous flush was set up and maintained throughout the clinical procedure. The device prepared for use as per the directions for use and the patient's anatomy was of average tortuosity. As the device was not returned and a review of available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during procedure torque was applied to the subject guidewire and when advanced within the microcatheter, it got fractured within the shaft. The subject guidewire was removed withe the entire microcatheter and replaced with a new one. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.